Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Event date: unknown. This report is for one unknown lag screw/unknown lot. Unknown part number. Event date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a trochanteric fixation nailing advanced (tfna) procedure on an unknown date where a nail, lag screw and a screw was implanted. Postoperatively, it was discovered that lag screw had cut out of the bone. On (B)(6) 2016, a revision surgery was performed to explant nail, lag screw and a screw. All explants were explanted intact. There was no surgical delay, patient was revised with total hip and procedure was completed successfully. Patient status was reported as good after the procedure. Concomitant device reported: part: unknown nail, lot #unknown, quantity (1). Part: unknown screw, lot #unknown, quantity (1). This report is for one unknown lag screw. This is report number 1 of 1 for complaint (B)(4).